Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms. The number of inflations and to what atms is unknown. The lesion being treated was calcified and 99% stenotic lesion in a very tortuous lcx. The maverick2 monorail catheter was first used in the posterior lateral of the lcx. It was then advanced to the distal lcx. The balloon ruptured at 8 atms. The maverick2 monorail balloon was removed and another balloon was used to complete the procedure. No patient injuries or complications were reported. Patient status is listed as "good"